Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code 833-124 / batch 74c1700088 that can be related to the failure mode reported. A corrective action cannot be implemented at the time since the sample involved in the customer complaint was not sent for analysis. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
It was reported that several sutures from this lot number broke off the needle during use. Correction: it was reported that: unknown- (B)(6) 2020 lg-as per cnf , the dart detached from suture inside the patient and was lodged in ligament.

Manufacturer narrative:
(B)(4). The device history could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that several sutures from this lot number broke off the needle during use. It was reported that: unknown-01sep2020 lg-as per cnf, the dart detached from suture inside the patient and was lodged in ligament.